Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that while the patient was at the store, he experienced weakness, dizziness, and delusions. The patient¿s cgm reading was 73 mg/dl. No bg meter comparison value provided at this time. The patient¿s wife treated the patient with a candy bar and some coke. The store staff also called 911 and once ems arrived, the patient¿s bg meter reading was 121 mg/dl. No cgm comparison value was provided at this time. No treatment or medication was provided by ems as the patient¿s bg reading was already in the normal range. The patient was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.